Manufacturer narrative:
Since the device has not been returned for analysis, no product failure analysis can be conducted, and no determination of possible contributing factors can be made. As such, the investigation will be closed. If the complaint device is received in the future, the investigation will be reopened and conducted as appropriate. Since no lot number was provided, no manufacturing record evaluation could be performed. Reason for device explant and/or reoperation: an autoimmune reaction. Manufacturer¿s reference number: (B)(4).

Event description:
It was reported via mw5099573 that a female patient underwent a breast surgery with a mentor smooth round saline implants (catalog and lot number are unknown) and suffered from an autoimmune reaction. The patient reported being diagnosed with fibromyalgia, ra, hashimotos, reynaud¿s syndrome, lupus, chronic fatigue syndrome, brain fog, hair loss, rashes, permanent nerve damage in hands and feet. As a result, the patient had undergone removal on (B)(6) 2020. This medwatch is for the left side.